Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/09/2021 h6 component code: g07002 - device not returned additional information: h6 a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? Procedure name? It was mentioned that "two cases have been reported in the month of february". Was the other case reported to ethicon previously? If yes, please provide pc number. If no, please create additional files for each specified procedure/event/patient. No further information can be obtained for this event, as described in the event description.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.